Manufacturer narrative:
The complaint for the deployed valve exhibits paravalvular leak (pvl) was confirmed based on provided imagery. Fluoro cine imagery provided from the day of the procedure shows a post angio with some degree of regurgitation from the 23mm sapien valve. The valve appears to have good placement and expansion at the time of implant. On post-operative day 1 shows mild pvl anterior-lateral. The pvl increased to mild-moderate in the same location. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra resilia thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The procedural training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. Initial investigation did not show any evidence that an edwards defect contributed to the reported event. However, a CAPA investigation was initiated for further investigation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from heart-lung bypass or a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Mild, compensated hemolysis associated with prosthetic heart valves is not uncommon. It is usually associated with either structural deterioration or paravalvular leak. Severe hemolysis is rare, however, and usually reflects paravalvular leak. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate possible valve undersizing and/or patient past medical history not provided may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.

Manufacturer narrative:
Update to b5 and h6.

Event description:
Additional information was provided that the paravalvular leak has not improved a balloon aortic valvuloplasty (bav) was scheduled for (B)(6) 2024.

Event description:
The patient underwent a transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position and a 23 mm sapien 3 ultra resilia valve was implanted. On an unknown date, a diagnosis of hemolytic anemia was made. Follow-up echocardiography showed mild paravalvular leak (pvl). The patient was not on dialysis. The valve serial number was unknown. After valve deployment, trivial to mild pvl was noted, for which no treatment was provided. The degree of pvl was more than expected due to under-sizing, which resulted in hemolytic anemia. If the pvl worsened or hemolytic anemia became uncontrolled, balloon aortic valvuloplasty (bav) would be considered. A blood transfusion was performed to treat the patient. Per medical opinion, the under-sizing might be involved in the onset of the event.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 ultra resilia valve was not returned for examination. Due to the unavailability of the complaint device, engineering could not perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and reviewed by edward's imaging specialist; however, it was difficult to confirm whether there was a paravalvular leak. The following instructions for use (IFU) were reviewed: commander delivery system, device preparation manual, patient screening manual, and procedural training manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of deployed valve exhibits paravalvular leak was unable to be confirmed due to the unavailability of relevant imagery and/or medical records. Due to the unavailability of the valve serial number, a DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra resilia thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The procedural training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. As reported, "after valve deployment, trivial to mild pvl was noted, for which no treatment was provided", and "valve deployment contrast solution volume was nominal. After valve deployment, trivial to mild pvl was noted, for which no treatment was provided", and "per medical opinion, it seemed that hemolytic anemia occurred in cases of when a smaller valve was selected (under sizing) in consideration of only the annuls area, although a large size valve could also be used based on the anatomical characteristics of aortic valve complex". As noted, the patient had a valve area of 409 mm2, which was within the recommendation range for thv size 23mm, so the undersized thv was eliminated. In addition, noted that the patient had moderate aortic valve calcification. Bulky calcification can create irregular contact between the pvl skirt and the target site (native annulus), resulting in paravalvular leak. In this case, available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment nor corrective or preventative actions are required at this time.

Event description:
Balloon aortic valvuloplasty (bav) was performed as scheduled and the pvl slightly improved. However, the pvl did not improve as expected therefore a valve-in-valve procedure using a 26mm sapien 3 ultra resilia valve was performed. The pvl was trivial to mild.

Manufacturer narrative:
Update to b5 and h6.